Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that power module device was damaged by dropping. It was noted in the service order that the device light emitting diode (led) was lighting up, the capacity was too low, the battery bracket was broken and the device was damaged from falling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the battery support was broken, the capacity was too low and the service light emitting diode (led) lights were on. The assignable root cause was due to improper handling of the device as the device was damaged by dropping. If additional information should become available, a supplemental medwatch report will be sent accordingly.